Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a coronary artery bypass graft (CABG) procedure with sternal cryo nerve block therapy using a cryosmax device. During the operation, the left lung was inadvertently frozen by a surgical assistant. After closure and transfer to the ICU, the patient remained stable for a day before being returned to the or to investigate postoperative bleeding. A circular injury was identified on the left lung and repaired with sutures. Despite this, the patient developed a persistent air leak, resulting in bilateral lung collapse and the placement of pigtail catheters for drainage. There was no reported device malfunction, and the adverse event was the result of a procedural complication.